Manufacturer narrative:
(B)(4).

Event description:
It was reported that a micro-dislodgement was observed. High capture threshold was noted. The lead was explanted and replaced when an attempt to reposition was unsuccessful. Patient was in good condition post-procedure.